Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the balloon catheter could not be deflated and could only be removed with difficulty. There was no reported patient injury.

Manufacturer narrative:
(B)(4). MDR 8040412-2018-00072 was submitted in err. Updated information indicates that the product is not sold in the us.

Event description:
It was reported that the balloon catheter could not be deflated and could only be removed with difficulty. There was no reported patient injury.